Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for approximately six hours and could not find the string to remove the pledget from her vaginal cavity. She reported it took an hour to manually remove the pledget with assistance. After removal consumer reported the tampon pledget looked normal and the string was present but had been inaccessible for removal. She did not seek medical attention and did not experience any adverse health effects.